Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port. This was identified prior to use. There was no patient involvement. No additional information is available.